Event description:
The customer observed falsely elevated alinity I free t4 for one patient. The following results were provided (reference range 9 - 23 pmol/l): (B)(6) 2026, sid (B)(6), initial free t4 result= 48.6 pmol/l; repeat results= 17.4 and 16.6 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.